Event description:
The facility reported a fail code 703. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
Eval summary: the reported condition of fail code 703 was confirmed. Typically, this failure is associated with the user interface module communication with the pump head module.